Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the user attempted to set lower rate for lead analysis testing, the mobile programmer would load for approximately ten seconds, then display a message indicating that parameter change could not be confirmed. A different model programmer was used to complete lead testing. The issue was escalated for further investigation. No patient complications have been reported as a result of this event.